Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusions and recurring restart alerts identified as motor stall, with subsequent elevated blood glucose despite insulin on board; the user repeatedly restarted the ilet, and later performed a full supply change including cartridge, connector, and infusion site without further restart alerts. Symptoms included hyperglycemia. Outcomes included product troubleshooting and education, and shipment of replacement supplies. Investigation included technical support-led troubleshooting and component replacement. Investigation of this case revealed that the issue was consistent with a motor stall alert that resolved after changing all disposable components, indicating a supply-related or flow-interruption issue rather than a persistent device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely component or use-related flow obstruction that resolved with supply replacement.